Event description:
The patient contacted animas on (B)(6) 2012, stating that the keypad buttons were sticking. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn from the bottom to the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing all keypad buttons responded appropriately. No defect was found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.